Event description:
Customer reported that during a cardiac cath lv gram procedure that the merit medi extension tubing detached from the syringe. The injector was pointed down towards the floor away from the patient and the staff. The contrast squirt on the floor and he reported that there were no injuries. The protocol used for the injection was 13 ml/sec for a total volume of 35 ml and a psi of 600.

Manufacturer narrative:
Manufacturing investigation pending, when investigation is completed a supplemental medwatch 3500a report will be sent.